Event description:
Clinical study. Same case as 2134265-2008-02858, -02856. It was reported that 766 days after a coronary stenting treatment procedure, the pt experienced syncope and required pci. The pt presented for the index procedure with an acute myocardial infarction. Lesion 1 was a 3.5 mm, 20 mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with placement of a 3.5 x 8 mm express study stent. Lesion 2 was a 3.5 mm, 9 mm long, 70% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a 3.5 x 12 mm express study stent. Lesion 3 was a 3.0 mm, 15 mm long, 90% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation using a maverick 2.0 x 12 mm balloon, and placement of a 3.0 x 20 mm express study stent. There were no reported complications. The pt was discharged on clopidogrel and aspirin. The pt was readmitted 766 days after the index procedure due to pre-syncope. Holter ECG showed average of 51 bpm, few extrasystoles. Bicycle stress test up to 75 watt-no angina pectoris, test stopped due to dyspnea & exhaustion. ECG: sinus rhythm & 6 bradycardia: 43 bpm. Examinations revealed progress of cad, re-occlusion of the prox rca and mobitz heart block 111. Re-pci was successfully performed & 3 non bsc stents were implanted. After electrophysiologic diagnosis, a pacemaker implantation followed. Pt was discharged home in a stable condition. In the opinion of the physician the relationship of the event to the express stents is highly possible.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.